Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via insulin pump. Troubleshooting was performed. Customer advised they changed out their complete infusion set and reservoir and the issue was resolved. Customer advised they went through four infusion sets and reservoirs. Customer was advised to return all of the products for analysis and that replacement infusion sets and reservoirs would be sent out. The insulin pump will not be returned for analysis.